Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The eccentric, de novo, with a >=90 degree bend target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 2.75x20mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The device was removed from the patient's body however, it was noticed that the proximal portion of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.